Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative recalibrated the touchscreen. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 26, 2010. Based on qa assessment, the product met specifications at the time of release. Although the reported event was replicated, the root cause remains inconclusive as it is unknown how the touchscreen calibration became nonconforming.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the system locked when changing parameters. The surgery was completed with the same system. There was no harm to the patient.